Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained (hr-ns) episodes, sensing integrity counter (sic) episodes and another lia triggered by sic and rv lead impedance variations. The rv lead also had high pacing impedance and oversensing noise. The patient underwent pocket manipulations and physical maneuvers and high impedance was observed. The lead remains in use. No patient complications have been reported as a result of this event.